Event description:
Status post insertion codman plate and screws for anterior cervical spine in 1996 plate and screws removed due to broken screw. Danek brand of plate/screw inserted in place of codman. Codman implant placed at different hosp in 1996.